Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) replaced the advantech board due to the power up issue. Fss also replaced the modified ethernet to resolve the noted error 2011 issue with the unit. Fss performed the system checklist and the unit was found to meet abbott medical optics specifications.all pertinent information available to abbott medical optics has been submitted.

Event description:
While on the customer site for installation of a demo whitestar signature system, the field service specialist (fss) reported that error 2011 (error getting version strings from instrument host) occurred. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.